Event description:
The report stated that during surgery, the jaws of the ligasure v could not be opened.

Manufacturer narrative:
To date, the incident handpiece has not been received for evaluation. If the incident device is returned, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.